Event description:
It was reported that the y-port of an interlink system continu-flo solution set was inaccessible when used with an interlink connector. The customer stated that the cannula would not pierce the membrane. This issue was discovered during infusion of an unknown drug. The customer stated that they set up the device with new supplies to continue therapy. There was patient involvement; however, there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned; therefore, an evaluation could not be performed. A batch review will be conducted. Should additional relevant information become available, a supplemental report will be submitted.